Manufacturer narrative:
The customer returned 2 used and 1 self activated accu-chek safe-t-pro lancing devices for investigation. All lancing devices were tested during investigation. The investigation showed that 1 lancing device was already self-activated and did not work. It is well known that a lancing device can be self-activated before it is used. Or it is possible that a self-activation occurs during taking off the sterile cap. The medical risk is very remote or less than remote. A use error can be excluded.

Manufacturer narrative:
The lancets have been requested for return. The investigation is currently ongoing. Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained that they were having an issue with accu-chek safe-t-pro lancets. The customer stated that 2 of the lancets that had not been used were already fired. The customer stated they removed the cap and the needle was protruding. There was no allegation of an adverse event or any accidental sticks.